Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, pump was not in use for insulin therapy. Reportedly, the customer declined to perform further troubleshooting with tandem technical support.